Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon third inflation, it was noted that a balloon ruptured at 10 atmospheric pressures within 30 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of same device. No patient complications were reported, and the patient was good post procedure.